Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level ranges from 265 mg/dl to 49 mg/dl. The customer stated that the buttons were less responsive (act button) and the insulin squirted insulin while priming. The customer stated that on occasion the highs and lows could sneak up on them. The customer can have a low blood glucose at night while sleeping. The customer had to change the battery before 7 days is up. The insulin pump had lost settings when changing the battery. The customer reported crack near the reservoir area and the screen. The insulin pump had unexplained non delivery alarms. The device will not be returned for analysis.